Manufacturer narrative:
Correction information: g6: follow-up #: 1. Evaluation summary: event that occurred is dark image. Based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. A definitive root cause of the reported issue could not be identified. A CAPA is currently in progress to resolve this issue. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 01-aug-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 08-aug-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2024-00162_ec34-i20cl_(B)(6)_dark image. Ec38-i20cl_ (B)(6)_dark image.

Event description:
Patient had melena present in the colon, normal illumination at the beginning of the procedure. As the doctor advanced further into the colon, the image became darker and darker until the doctor was unable to see. Doctor had to withdraw the first scope (ec34-i20cl - (B)(6)), attempted to clean the distal end but unable to remove the stuck on debris. Doctor attempted to continue the examination with another scope (ec38-i20cl - (B)(6)) and the same thing occurred. Started with normal illumination and then the image became dark. 1) during the pre-use checking, the image was normal? Yes, picture was normal during pre-use check. 2) no injury occurred to the patient? Correct, no injury. 3) whether the doctor use the same procedure to finish the procedure? After procedure, the user asked to replace oly scopes? During the procedure when the pentax image got so dark and unable to see, the doctor requested we swap the endoscopy system back over to the olympus equipment. He completed the procedure with the olympus scope and then afterward he went back in with a pentax scope to double check if it was just an issue with the first pentax scope. However, the same thing happened with the second pentax scope. 4) extended procedure time - roughly 2.5hrs in total --- due to replace another scopes? Yes, that is a consideration but mainly due to having to scope the patient 3 times (pentax, olympus, pentax). Replacing to equipment over to olympus might have taken 5-10minutes. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.